Event description:
It was reported by the patient that they have felt their "chest jumping" below their ribs and left arm since shortly after the device change-out (approximately three months ago). Follow up with the clinic indicated that the left ventricular lead had been programmed off shortly after it was implanted due to diaphragmatic stimulation. During the patient's recent device change out, the lead was programmed back on with no diaphragmatic stimulation present at that time. The clinic is not aware of any current diaphragmatic stimulation that the patient is experiencing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.